Event description:
Caller states pt tested 2.5 inr on the coagucheck s system while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.